Manufacturer narrative:
Corrected information g.1 plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis patient reported being treated with intra-peritoneal (ip) antibiotics for an unknown reason during a follow up for a separate event. Upon follow up, the peritoneal dialysis nurse (pdrn) reported the patient was being treated with antibiotics intra-peritoneal (ip) due to peritonitis. Per the pdrn, the patient was experiencing abdominal pain. It was reported that the patient was treated with unspecified antibiotics intra-peritoneal (ip) on an outpatient basis. The patient¿s pd culture was obtained in the outpatient pd clinic on (B)(6) 2022, there was no organism growth and an elevated white blood cell count, result unknown. The cause of the patient¿s peritonitis was unknown given no bacterial growth. The patient has reportedly recovered from the event and continues pd with the same cycler without any issues.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty select cycler with cycler set and the patient event of pain peritonitis. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the liberty select cycler or liberty cycler set was associated with the event. Based on the available information, the cause of the patient¿s peritonitis cannot be determined. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum.

Event description:
A peritoneal dialysis patient reported being treated with intra-peritoneal (ip) antibiotics for an unknown reason during a follow up for a separate event. Upon follow up, the peritoneal dialysis nurse (pdrn) reported the patient was being treated with antibiotics intra-peritoneal (ip) due to peritonitis. Per the pdrn, the patient was experiencing abdominal pain. It was reported that the patient was treated with unspecified antibiotics intra-peritoneal (ip) on an outpatient basis. The patient¿s pd culture was obtained in the outpatient pd clinic on (B)(6) 2022, there was no organism growth and an elevated white blood cell count, result unknown. The cause of the patient¿s peritonitis was unknown given no bacterial growth. The patient has reportedly recovered from the event and continues pd with the same cycler without any issues.